Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the hd clinic¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It could not be confirmed if the machine alarmed. No damage was identified on the dialyzer. The patient was dialyzing on a fresenius 2008k machine and utilizing fresenius bloodlines. The patient¿s blood was not returned. Blood loss was estimated to be 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was blood noted throughout the dialyzer and in both head caps. During the gross visual examination, a looped fiber was visible through the housing between the ports. A laboratory bubble point leak test was performed on the returned sample. There were no leaks detected, possibly due to the presence of coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the looped fiber was found to be potted on the other end. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the hd clinic¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It could not be confirmed if the machine alarmed. No damage was identified on the dialyzer. The patient was dialyzing on a fresenius 2008k machine and utilizing fresenius bloodlines. The patient¿s blood was not returned. Blood loss was estimated to be 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. The dialyzer was reported to be available for a manufacturer evaluation.